Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation.

Event description:
It was reported that the manifold clogged during a procedure. The case was completed successfully without a clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.